Manufacturer narrative:
Concomitant product(s): product ID: 8785, lot# n664043, implanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) and a family member via a manufacturer representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. On (B)(6) 2018, the hcp reported a large discrepancy identified at refill. The expected reservoir volume (erv) was 8 ml and the actual reservoir volume (arv) was 27 ml. The hcp also reported ineffective therapy and stated the patient's wife told them that they could hear the pump delivering it's programmed bolus. No diagnostics or troubleshooting has occurred, yet. Another refill/catheter access port (cap) aspiration was scheduled for (B)(6) 2018 to test for any discrepancy and checked catheter flow. The hcp considered aspiration of catheter at next refill as well as emptying/refilling again to check if volume discrepancy still exists. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-31, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). The patient's dose was to be weaned down and the hcp would consider replacement versus explant.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID: 8785, lot# n664043, implanted: (B)(6) 2017, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. The device codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-29, additional information was provided by the healthcare professional (hcp) via a manufacturer representative (rep). The expected reservoir volume (erv) at last refill was 32 ml and the actual reservoir volume (arv) was 37 ml. The hcp attempted aspiration via the catheter access port (cap) but was unable to aspirate any drug or cerebrospinal fluid (csf).

Event description:
On 2019-mar-09, additional information was received from the patient when the called to request information. The patient reported they had their pump implanted in (B)(6) 2018 and their hcp "feels that the catheter is the issue. The patient clarified that they think there was a kink in the catheter. The patient has spoken with their hcp about the issue and has had x-rays and CT scans. The patient also noted speaking to a manufacturer representative (rep) on the date of this call and was told that the catheter comes in two pieces, with the longest piece going up to the spinal column, and the shorter one going form the pump to the catheter. The patient stated they first suspected the catheter to be kinked in june 2018. The patient stated that's the time they got the pump filled. The patient then stated their pump failed sometime between june 2018 august 2018 because the "poor intern pulled out all of the baclofen". The patient stated their dose was "next to nothing". The patient stated they go in for surgery on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2017, product type: catheter, product ID (B)(4), serial# (B)(4), implanted: (B)(4) 2017, product type: catheter product ID (B)(4), lot# n664043, implanted: (B)(6) 2017, product type: catheter. The device codes have been updated to include (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.